Manufacturer narrative:
B3: the event occurred on an unreported date in apr2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized or treated for the peritonitis. The cause of the peritonitis was unknown. The patient outcome was not reported. At the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.